Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 33x3.5mm, concentric, de novo target lesion was located in the non-tortuous and moderately calcified mid left anterior descending artery (lad). A choice floppy wire was advanced to cross the lesion. Following predilation with a 2.5 x 15mm quantum¿ maverick¿ balloon catheter, a 3.50x38mm promus element ¿ long drug-eluting stent was advanced to cover the lesion but unfortunately the stent failed to cross the lesion. Another mailman¿ guidewire was advanced and multiple dilations were performed with a 2.5 x 20mm quantum¿ maverick¿ balloon catheter but still the stent failed to cross the lesion and the struts of the stent were noted to be damaged. The physician shifted to a 3.00x24mm promus element¿ plus stent and changed the guiding catheter to a non-bsc catheter; however, after several attempts, the 3.00x24mm promus element¿ plus stent also failed to cross the lesion. The physician have decided to discontinue the procedure. The physician was satisfied with the percutaneous transluminal coronary angioplasty (ptca) results. No patient complications were reported and the patient's status was stable.